Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additionally reported medical device lot # : unknown - unknown device manufacture date. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for additionally reported unknown medical device lot #.

Event description:
It was reported that 20 bd ultra fine¿ pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550. Batch no. 0140217; unknown. Consumer reported, no insulin flow when taking injection. Consumer stated 19 pen needles affected in 1 box. Consumer does not prime before taking injection. Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (16) open 4mm, 32g pen needles without the tear drop label or inner shield in a shelf carton from lot # 0140217. Customer states that there was no flow when taking the injection. All returned pen needles were examined and 5 out of 16 samples exhibited a broken non patient end of the cannula, which could prevent insulin from properly flowing the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula broke during use of the product by the customer.

Event description:
It was reported that 20 bd ultra fine¿ pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550 batch no. 0140217; unknown consumer reported, no insulin flow when taking injection consumer stated 19 pen needles affected in 1 box consumer does not prime before taking injection date of event: unknown. Samples: yes.